Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent revision breast augmentation with 425cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. On february 6, 2025, mentor became aware that the date of surgery is (B)(6) 2025. On march 10, 2025, mentor became aware that the patient underwent partial capsulectomy for calcified capsule on the left side, and experienced right side capsular contracture; baker grade ii in addition to left side deflation. Surgical intervention was performed on the right side as the surgeon punctured the implant. The patient underwent bilateral replacement surgery with catalog number smhx375; serial number (B)(6) on the left side, and with catalog number smhx375; serial number (B)(6) on the right side on (B)(6) 2025. This medwatch report is for the patient¿s right-sided device.